Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat crease and an opening on patch bond edge. Leak test and microscopic analysis were performed which identified a sharp opening and observed void >1 mm in non-textured valve-to shell-bond area. A dimensional measurement in the shell was performed which identify the thickness within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on patch bond edge due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.